Manufacturer narrative:
(B)(4). Concomitant medical products: 15-105052 ¿ m2a shell ¿ 472640. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10518.

Event description:
It was reported that patient was noted to have elevated metal ion levels and fluid collection around right hip approximately 3 years post implantation. Patient is on surveillance for mild adverse reaction to metal debris along with blood tests every 6 months and MRI scans of pelvis annually. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was confirmed by review of lab reports showing elevated metal ion levels. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.